Event description:
It was reported the patient was having a problem with their implantable neurostimulator (ins). The ins was reportedly coming on by itself. It was reported the ins caused nausea, vomiting and weight loss of 15 pounds in 1 week.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 74001, lot# n211074, implanted: (B)(6) 2009, product type: adapter. Product ID: 37743, serial # (B)(4), product type: programmer. (B)(4).